Event description:
The user facility reported that two employees received a splinter in their hand and one of the employee's sought medical treatment. The user facility would not provide additional injury or treatment information. No procedural delays/ cancellations were reported.

Manufacturer narrative:
The technician inspected the armboard and found that the underneath portion of the armboard's fiberglass coating was severed/sheared. The instructions for use state, "warning-safeguard patient: cracked or splintered surfaces may cause injury. Inspect all surfaces and hardware prior to use. Damaged armboard must be replaced. Read and understand all instructions prior to using the anesthesia armboard. Do not use equipment if worn, damaged, or pieces are missing." Steris conducted in-service training on (B)(6) 2012 on the proper use of the armboard.